Event description:
It was reported to philips that the system's host computer was unable to boot. The user had to manually turned on the host computer intermittently. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing log, fse found that empty battery is the cause of malfunction. Upon troubleshooting, it was determined that the problem was due to a faulty cmos battery in the host pc. To resolve the issue, the biomed team replaced the cmos battery. After replacing the cmos battery, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.